Event description:
The customer reported that the black insulation towards the distal end of the shaft tore off and fell into the pt cavity. The pieces of insulation were retrieved. There was no injury to the pt.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.